Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation. During the gross visual examination, a broken fiber was observed on the circumference of the fiber bundle between 45 degrees and 0 degrees on the non-cavity ID end with the dialysate ports at 0 degrees. The dialyzer was subjected to a laboratory bubble point test and no leak was observed (possibly due to coagulated blood). The dialyzer was subjected to disassembly for further visual examination. The sonically welded screw flanges were removed, the cavity ID end of the dialyzer was severed below the base of the screw flange and the fiber bundle was withdrawn from the housing. Upon removal of the fiber bundle, the broken fiber was confirmed. The length of the broken fiber that was potted on the cavity ID end was approximately 23 cm. The opposing end of the broken fiber was identified to be potted on the non-cavity ID end at approximately 45 degrees with the dialysate ports at 0 degrees. The opposing end fiber measured approximately 1.5 cm. Both fiber ends were viewed under magnification. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, kinked fibers, or potted fiber fragments. The inferior surface of both polyurethane potting ends were examined and no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.